Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant chloride results on the architect c1600 analyzer. The following was provided: (B)(6) initial 142, repeat 100 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the bent mixer, list number 09d59-03, broken cuvette segment (holder) part number (B)(4) and potentially contaminated water bath part number (B)(4). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.